Event description:
.Complainant alleged that while attempting to defibrillate a (B) (6) male patient who was in cardiac arrest, the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.